Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted and the motor passed the motor test. The insulin pump also had minor scratches on the display window, a cracked case near the display window corners, a cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer's wife called to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading was 128 mg/dl at the time of the call. The alarm occurred in the afternoon and the motor error followed shortly after. That night the customer's blood glucose reading was 380 mg/dl. In the morning the blood glucose reading was 436 mg/dl. Customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.